Event description:
It was reported that when patient presented in clinic for a scheduled follow up visit, inappropriate high voltage therapy due to atrial fibrillation with rapid ventricular response was observed on the device. An episode of atrial fibrillation with rapid ventricular response was detected in the ventricular fibrillation zone. Programming changes were made. Patient was stable throughout the device check and will continue to be monitored. During another follow up, device was explanted and a new device was implanted. No further information available.